Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Insulin pump communicated properly with test guardian link transmitter. Unit received with minor scratches on lcd window. No damage to belt clip rails noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer stated they can not read the display. Troubleshooting was performed. The insulin pump will be returned for analysis.